Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Motor tested ok. However noisy motor noted during testing due to faulty motor. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.